Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implanted system has been removed due to post implant pocket infection. The infection was observed approximately one month post implant however the system not moved for several months pending unresolved infection symptoms. Reportedly, the patient also suffers from non cardiac infection issues and no report of a replacement system has been communicated. No return of any product is expected due to infection concerns.